Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 479 mg/dl. The customer reported having symptoms of thirst and difficulty breathing the customer was not wearing the insulin pump for 12 hours prior to the time of hospitalization. Customer also reported blood glucose levels of 57 mg/dl and 500 mg/dl. The customer treated low blood glucose levels with glucose tablets.